Event description:
A (B)(6) customer received a blood glucose reading of 11.2mmol/l at 3:00pm on the breeze2 meter. He administered 5units of fast acting insulin, which was in accordance to his sliding scale. He ate supper around 6:30pm and blood result was 4.4mmol. No insulin taken. At 10:45pm he experienced hypoglycemic symptoms of headache and shakiness. He tested again on the breeze2 and received a 2.0mmol/l. He ate part of a doughnut and drank orange juice, then drove himself to the hospital. His blood glucose reading on the hospital meter was 4.9mmol/l no treatment was given at the hospital. Test strips are expected to be returned for evaluation. Customer was in the process of getting a replacement meter when he was performing these tests on the breeze2.